Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to a defective u730 component on the distribution node pca. The root cause for the defective u730 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.